Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No low battery alarm could be verified due to the blank display anomaly. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Event description:
It is reported by the patient that their insulin pump has a blank display and a failed battery test. The patient's blood glucose level is 240mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.